Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) pt contacted technical services on (B)(6) 2015 for assistance with peritoneal dialysis treatment. The pd pt reported difficulty draining, cloudy effluent and fibrin observed during treatment. Follow-up was made with the peritoneal dialysis registered nurse (pdrn), who stated the pt was diagnosed with an episode of (B)(6) epidermis peritonitis on (B)(6) 2015, which attributed to the pt's report of slow drains and cloudy effluent. The pdrn stated the infection was attributed to touch contamination, where the pt had breaks in technique and sterility, and indicated the pt did not practice aseptic technique during treatment. There were no reported fluid leaks during treatment prior to infection. The nurse stated the pt was not hospitalized for the episode of peritonitis and was initially treated in-clinic and continued treatment at home. As of (B)(6) 2015, the pt's signs and symptoms of peritonitis resolved, and the pt continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Medical records were requested.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or no-conformances during the mfg process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Medical records were reviewed by post market surveillance staff. Medical records reveal the pt had peritoneal dialysis fluid culture on (B)(6) 2015 that was positive for staphylococcus epidermidis. Medical records do not contain dialysis treatment records or progress notes for review. The medical records do not mention the cause of the peritonitis nor confirm that the peritonitis was touch contamination. However, staphylococcus epidermidis is part of a person's normal skin flora which would suggest that the peritonitis is touch contamination. There is no documentation in the medical record that indicates there is a causal relationship between the pt's liberty cycler and peritonitis.